Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that when the patient presented to clinic for regular follow up, loss of capture was observed. X-ray revealed lead dislodgement. The lead was explanted when repositioning was unsuccessful. The patient tolerated procedure well and was stable post procedure.